Event description:
Impella cp was inserted in a 33 year old patient for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was that they were previously on an iabp. During the sheath exchange the physician noted that they did not adequately secure the impella catheter and the device advanced into the lv causing the cannula to kink. Efforts to remove the kink through repositioning were unsuccessful so the decision was made to remove the kinked cannula across the aortic valve and replace with a new device. There were concerns of potential valve damage upon the removal of the device but none were verified. A new impella device was placed without consequence to the patient.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: heart injury: the cause of the injury was not determined due to insufficient clinical details. Pd-cannula assembly- (twist, bent, kinked): the cause of the product damage was most likely use issue related since the md did not stabilize impella catheter and pushed impella cp deep into lv causing it to bend/kink.